Event description:
It was reported that the patient experienced an infection at an unknown site. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.The Device History Record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.